Event description:
(B)(4). Developed allergies almost immediately after essure being inserted. Rashes on my hands that wont go away I've had the rashes for years. Developed swelling, burning, itchy eyelids, hair loss, weight gain, extreme fatigue, bloating, pelvic pain.